Event description:
A customer reported experiencing a cartridge alarm labeled as cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support planned to replace the pump for the customer, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The replacement pump would include updated software, and the customer was instructed on proper procedures for sensor use and pump storage mode prior to returning the faulty device.